Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00036. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this reported was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of zinc high in a (B)(6) male pt who used poligrip over a period of 35 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced zinc high. At the time of reporting, the outcome of the event was unk. Follow up info was received on 24 jan 2012 via medical records. On (B)(6) 2011, the pt's zinc level was 1221 ug/dl (normal 440 to 860) and copper level was 150 ug/dl (normal 70 to 155). Info from an add'l legal claim received 13 feb 2012: the pt used super poligrip original from 1974 to the present. According to the claim, the pt experienced profound and permanent neurological injuries. Follow up info was received on 05 march 2012 via medical records. On (B)(6) 2011, the pt complained of pain under right arm pit and numbness in bilateral hands and pain under bilateral feet getting worse. On (B)(6) 2011, the pt requested to check zinc and copper levels due to super poligrip use for dentures. On (B)(6) 2011, diagnoses included peripheral neuropathy. This case has been upgraded to medically serious by gsk.